Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to lead fracture at the suture site. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture surgery.

Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to lead fracture at the suture site. The lead was successfully replaced. No additional adverse patient effects were reported.